Manufacturer narrative:
(B)(4). The device was returned and eval by baxter. This complaint was opened during the investigation of complaint (B)(4). The reported "upstream occlusion" alarm was confirmed through the event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The ultrasonic sensor was replaced.

Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of an "upstream occlusion" alarm was identified in the event history log. There was no pt injury or medical intervention required since the item was found during eval of the device.